Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy. The referenced of the patient's driveline infection and pump exchange was reported under MFR# 2916596-2020-00865. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a pump exchange from heartmate 2 to heartmate 3 due to a driveline infection; however, the infection was tough and the patient could not overcome. The patient expired as result of infection on (B)(6) 2020. No further information was provided.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-01918 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 26sep2022 the review of files of this event type was completed. No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had an infection in their driveline, outflow graft, and pump pocket on (B)(6) 2020. Mycobacterium abscessus was detected in the driveline, outflow graft, and pump pocket. Burkholderia cepacia and staphylococcus lugdunensis were detected in the driveline. The patient passed away.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between (B)(6) and the reported event could not be determined. The customer reported that the patient was exchanged from an hmii to an hm3 due to an ongoing infection. The infection did not resolve and the patient expired on (B)(6) 2020. The patient was also reported to have experienced renal dysfunction, pulmonary infection, hemorrhagic stroke, and gi bleeding over the duration of hm3 support. The pump was reported to have been operating as intended at the time of the patient¿s outcome. (B)(6) was returned fully assembled with the pump cable intact. Examination of the pump blood-contacting surfaces found no adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well found no evidence of damage or scratches. Following cleaning, the pump was operated on a mock circulatory loop. The retrieved data showed normal pump power consumption and flow estimation that was within manufacturing specification. The log file data retrieved from (B)(6) appeared to show the pump operating as intended. The heartmate 3 instructions for use (japan) (rev. A) lists bleeding, stroke, localized infection, driveline infection, and pump pocket or pseudo pocket infection, renal dysfunction, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The relevant sections of the device history records were reviewed, including the sterilization and packaging documentation, and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
G3: the date received by the manufacturer for the previous follow-up report was 07oct2022. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information received that prior to the patient¿s reported death, the patient had the following events. The dates indicate when these events developed prior to and leading up to the patient death. (B)(6) 2020 the patient had a reported renal dysfunction in which their dialysis was ongoing. The patient¿s maximum creatinine level was 5.54 mg/dl. On (B)(6) 2020 patient had pulmonary infection in which treatment included surgical and drug therapy. Causes of infection was due to patient condition and complexities of medical management. On (B)(6) 2020 the patient experienced a neurological dysfunction /stroke in hospital. It was reported ischemic or hemorrhagic cardiovascular injury/cerebrovascular accident (cva). Intracranial bleed of the right hemisphere found during a CT. The patient had decreased consciousness. The patient was also placed on anti-seizure medication. Causes of neuropathy were reported to be patient receiving heparin as evidence of ptt below target range, complexities of medical management. It is suggested that neurological dysfunction was caused by the general condition of the patient because the patient had difficulty controlling the infection. However, CT angiogram does not show a cerebral aneurysm and the possibility of post-infarction bleeding cannot be ruled out. On (B)(6) 2020 a reported upper gastrointestinal bleeding reported in which the patient was transfused unknown units of red blood cells concentrates per 24 hours.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records were reviewed, including the sterilization and packaging documentation, and showed no deviations from mfg or qa specifications. The heartmate 3 instructions for use (japan) lists bleeding, stroke, localized infection, driveline infection, and pump pocket or pseudo pocket infection, renal dysfunction, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. A direct relationship between (B)(6) and the reported event could not be determined. The customer reported that the patient was exchanged from an hmii to an hm3 due to an ongoing infection. The infection did not resolve and the patient expired on (B)(6) 2020. The patient was also reported to have experienced renal dysfunction, pulmonary infection, hemorrhagic stroke, and gi bleeding over the duration of hm3 support. The pump was reported to have been operating as intended at the time of the patient¿s outcome. (B)(6) was returned fully assembled with the pump cable intact. Examination of the pump blood-contacting surfaces found no adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well found no evidence of damage or scratches. Following cleaning, the pump was operated on a mock circulatory loop. The retrieved data showed normal pump power consumption and flow estimation that was within manufacturing specification. The log file data retrieved from (B)(6) appeared to show the pump operating as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2020 the patient developed a bacterial infection along their driveline. The patient was admitted to the hospital. The patient was treated with surgery and drug therapy. The causal correlation between the device and the infection was probable as the infection occurred on the driveline. Prior to the patient's death on (B)(6) 2020 the device operated normally. The timing of the patient's death was expected. The doctor stated that the patient's cause of death was the infection.